Event description:
Medtronic received a report that a coil was stuck in the distal section of the catheter. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that the spring coil could not be pushed out of the catheter smoothly, but was successfully implanted after replacement. The catheter and coil were not damaged. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information was received stating that the cause of the resistance was not determined. The coil came out of the introducer sheath smoothly. A continuous saline flush was administered and maintained as indicated in the IFU. The catheter was a medtronic product.

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): the axium prime coil was returned for analysis within a shipping box; within a sealed plastic biohazard pouch and within an opened axium prime coil inner pouch. The unknown micro catheter used in the event was not returned. Visual inspection/damage location details: the axium prime coil pushwire was found to be kinked within introducer sheath at ~75.9cm from proximal end. The implant coil was found to be already detached and not returned. The axium prime could not be pushed out further from the introducer sheath for further evaluation as it was found to be stuck. No other anomalies were observed. Testing/analysis (including sem reports): the axium prime could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.